Event description:
Per the clinic, the patient experienced a wound dehiscence and infection at the wound site that was treated with topical antibiotics. The patient underwent revision surgery on (B)(6) 2022 to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture. The implant remains in-situ.

Manufacturer narrative:
Correction: there was no conversion to percutaneous baha implant system performed. Per the clinic, the patient underwent skin revision surgery on (B)(6) 2021, due to wound dehiscense and bacterial infection at the wound site that was treated with oral and topical antibiotics. This report is submitted on august 23, 2022.